Event description:
The technician found the head section will not go up.

Manufacturer narrative:
The technician found the head up valve was sticking. The technician cleaned the valve assembly to repair the bed.